Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. The patient was discharged home the same day. The patient was taking pradaxa for the post-implant oral anticoagulant. On (B)(6) 2021, the patient was not feeling well and was unclear when speaking. The patient was admitted into the hospital due to these symptoms and was noted to be hospitalized for a tia. Computed tomography (CT) and magnetic resonance imaging (MRI) were performed, but did not show evidence of a stroke. The patient had a follow up appointment with their regular cardiologist on (B)(6) 2021. No additional information is known at this time.